Event description:
Complaint handling unit received a (B)(4) on (B)(4) 2013 via standard mail. A copy of the report will be submitted with this report. Additional information has been requested from the user facility but has not yet been received. This report is for one, 14.0 mm medullary reamer head. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Duplicate complaint, mdrs rescinded.

Event description:
Additional information received by the customer facility and during a complaint file search on october 9, 2013 revealed this complaint is a duplicate to (B)(4). Medwatch report numbers 8030965-2013-04550 for part number 352.140, 14.0mm medullary reamer head, lot number 2072207 and 8030965-2013-04551 for part number 352.040, 5.0mm flexible shaft, lot number 2072461 were submitted by synthes to the FDA electronically on august 8, 2013. The medwatch reports for this complaint are hereby rescinded. This follow up report is 1 of 1 for (B)(4).

Manufacturer narrative:
Reported lot number could not be verified. Device was not returned to manufacturer. Device is not labeled for single use. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.